Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual inspection revealed ptfe coating of the stylet was stripped and bunching of the inner coil at the connector region. The cause of the reported event was isolated to the inner coil was bunched.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an implant procedure, the stylet could not be removed from the left ventricular (lv) lead. The lv lead was explanted and replaced to resolve the event. The patient was stable with no consequences.